Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventrio mesh (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "additional surgery to repair the hernia defect and remove the ventralex patch and ventrio patch" however a reason for explant is not provided and medical records are not available at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventrio mesh (device #1). An additional emdr was submitted to represent the bard ventralex mesh (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of a ventral hernia. A ventrio patch, lot number huyh0895 (device #1) and ventralex hernia patch mesh, lot number huyj1246 (device #2) was implanted to repair the ventral hernia defect. On (B)(6) 2016: the patient underwent an "additional surgery to repair the hernia defect and remove the ventralex patch and ventrio patch." As reported by the attorney, the ventrio patch and ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch and ventralex patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of a ventral hernia. A ventrio patch, lot number huyh0895 (device #1) and ventralex hernia patch mesh, lot number huyj1246 (device #2) was implanted to repair the ventral hernia defect. (B)(6) 2016: the patient underwent an "additional surgery to repair the hernia defect and remove the ventralex patch and ventrio patch." As reported by the attorney, the ventrio patch and ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch and ventralex patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio mesh (device #1) & ventralex mesh (device #2). Per operative notes, ¿noting smaller defect in the inferior left and a slightly larger one just inferior to the right side. A ventrio (device #1) was then placed, tacked in multiple locations with suture to the anterior abdominal wall and then in between with sorbafix tacks. A ventralex (device #2) was placed covering the 2 smaller defects, and each smaller defect was closed with a suture tacking the mesh. Sorbafix tacks used around the edges of the ventralex.¿ (B)(6) 2016 - a synthetic mesh was placed. The wound was then infected and treated with antibiotics. (B)(6) 2015 - patient was diagnosed with epigastric abscess. He had developed cellulitis over a wound dehiscence of the abdomen and had infection of surgical wound to left abdomen. (B)(6) 2016 - patient was diagnosed with infected ventral hernia mesh with abscess, with nonhealing chronic abdominal wounds and cellulitis and recurrent infection and needing recurrent admissions to the hospital thereby underwent removal of meshes (device #1 & #2). Per operative notes, ¿there was extensive subcutaneous tissue inflammatory scarring, which was all carried out and excised down to the mesh. Once the mesh was encountered, dissected the mesh out down to the fascia and into the peritoneum. Removed all 3 old meshes.¿ attorney alleges that the patient had abscess, adhesions, bowel removal, infection, pain and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventrio mesh (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "additional surgery to repair the hernia defect and remove the ventralex patch and ventrio patch" however a reason for explant is not provided and medical records are not available at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct sex of the patient and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventrio mesh, patient was diagnosed with adhesions, inflammation, abscess, fibrosis, infection, cellulitis and wound dehiscence thereby underwent removal of mesh. The instructions-for-use supplied with the device list adhesions and inflammation as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the ventrio mesh (device #1).an additional supplemental emdr was submitted to represent mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.